Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "42539" error code alarm message on power up shortly after power up. Service will replace the faulty microprocessor unit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 45639. No patient was involved in this event. No adverse effects were reported.